Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 matrix half height was not closing. The field service engineer reseated all the sensor connections and replaced the open/close latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system the drawer failed to close. The customer stated that this malfunction caused a delay and the scheduled procedure was redirected to another procedure room due to this drawer failure. There were no adverse events or injuries reported based on this event.